Event description:
During a treatment procedure, it was noted under fluoroscopy, that the wire appeared 'thin' after advancement. The wire was exchanged without incident. No patient injuries or complicatons were reported.